Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5551-g-401, triathlon asymmetric x3 patella, lot code: 929w; cat. No.: 5520-b-600, triathlon prim tib baseplate - cemented, lot code: zyes; cat. No.: 5510-f-602, triathlon cr fem comp #6 r-cem, lot code: sntpa. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
Patient reported he had his primary surgery (B)(6) 2009. In (B)(6) 2010, the patient started to experience pain. Patient stated he started to experience pain along with a decrease in his range of motion. Knee is constantly swollen -never goes down. Knee clicks and pop when walking and feels like it is loose 80% of the time. Sometime in 2011, patient reported surgeon performed a second medical procedure to aspirate the knee, the existing implants were not removed. Patient stated he is not clear on the dates due to heart transplant during 2011-2012.

Manufacturer narrative:
An event regarding instability involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as medical records, x-rays, and the reported device are needed to complete the investigation for determining the root cause.

Event description:
Patient reported he had his primary surgery (B)(6) 2009. In (B)(6) 2010 the patient started to experience pain. Patient stated he started to experience pain along with a decrease in his range of motion. Knee is constantly swollen -never goes down. Knee clicks and pop when walking and feels like it is loose 80% of the time. Sometime in 2011 patient reported surgeon performed a second medical procedure to aspirate the knee, the existing implants were not removed. Patient stated he is not clear on the dates due to heart transplant during 2011-2012.